Event description:
A malfunction on the pump was reported by the caller. There was no additional information regarding any adverse impact on the customer's blood glucose level. Technical support provided the caller with instructions on resetting the pump, assisted in the process, and advised the customer to continue using the pump and to call back if the malfunction recurred, which it did not.